Manufacturer narrative:
The field service representative (fsr) replaced the batteries. The unit operated to the manufacturer's specifications.

Event description:
It was reported that during the use of the device for a non-clinical activity, the machine got unplugged and batteries drained. There was no patient involvement.

Manufacturer narrative:
The reported complaint was confirmed. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
As per field service representative (fsr) no part will be returned to the manufacturer as the faulty battery was recycled.